Event description:
It was reported to philips that a patient experienced hair loss after surgery. Due to the lack of information, we are conservatively reporting this event. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
Philips investigated the reported complaint. Based on the information collected, three patients experienced hair loss with a location and shape matching the radiation exposure fields. All three procedures were performed on the same system by the same physician. This report concerns the first patient. The patient underwent an intracranial aneurysm procedure with approximately 2 hours and 17 minutes of radiation exposure. A photograph taken one month post procedure showed a square shaped area of hair loss on the posterior aspect of the patient¿s head. No additional radiation related skin effects, such as erythema, rash, or burns were observed. Some hair regrowth was noted; however, it remains unknown whether the patient received any medical intervention or treatment for the reported hair loss. A philips field service engineer (fse) performed an onsite assessment and did not identify any system malfunction. The system passed all functional testing. As a precautionary measure only, the fse recalibrated the tube, detector, ak/dap, and level one image quality (iq) test parameters. The system¿s dose area product (dap) analysis was reviewed by a philips radiation expert and a philips medical safety manager, who concluded that the patient is expected to experience only temporary hair loss, as the cumulative dose (3341 mgy) is well below the 7 gy threshold associated with permanent hair loss. The reported hair loss is a known potential side effect of interventional procedures requiring prolonged fluoroscopy. A philips clinical application expert reinforced best practices for minimizing patient radiation exposure. The codes were updated based on the investigation outcome.